Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Tandem¿s t:flex pump user guide indicates: ¿never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in unintended delivery of insulin.¿ device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level of 25 mg/dl and it was addressed with glucose tabs and eating food. Reportedly, the customer was connected to the tubing during the fill tubing step and approximately 30 units was delivered. The customer's blood glucose level was 190 mg/dl after 45 minutes.